Manufacturer narrative:
Findings: no button error alarm noted. Pump received with intermittent button response due to corroded keypad traces. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 71 mg/dl.the customer stated that she is mowing the grass. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.